Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log files captured no abnormal events related to the pump. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2018. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. This section provides care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient also received packed cells for peptic ulcer.

Manufacturer narrative:
The patient had a gi bleed event 8 months ago referenced in MFR# 2916596-2021-06811. Patient weight was estimated from most recent figure provided. Reporter name: (B)(6). Address: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for gi bleed and dental infection on (B)(6) 2021. Complete blood count showed a hemoglobin of 7 with inr in range. The hemodynamics, pump parameters, kidney function, and echo parameters were acceptable gi bleed was controlled with drug therapy. Colonoscopy/gastroscopy were unremarkable except of a clean based duodenal ulcer without active bleeding. During follow-up, damage to main controller's power cables were noticed, along with an expired backup battery (backup battery fault/low power alarm). The controller was exchanged with backup on (B)(6) 2021, although the new controller also had an expired battery. No equipment was returned for evaluation. The patient was stable. Controller product was referenced in MFR# 2916596-2021-06843.